Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer seemed to be having this a lot. The tubing was so flexing that it was pinching at the entrance to the bag and asked what had changed with the foley catheters that could contribute to this.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned photo sample noted one opened (without original packaging), used urine meter drainage bag. Visual inspection of the one-photo sample noted a kink in the outlet tubing at the top of the urine meter. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. Based on the results of the investigation, no actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer seemed to be having this a lot. The tubing was so flexing that it was pinching at the entrance to the bag and asked what had changed with the foley catheters that could contribute to this.